Event description:
Newport ht50 ventilator operating on ventilator dependent resident with no prior indications of problems, alerts or alarms found to be vibrating constantly and high pressure alarm began to sound. Nurse with resident immediately removed resident from the ventilator and began manually ventilating resident. Respiratory therapy supervisor called and noted the ventilator to be vibrating loudly and a device alert alarm was noted on front panel. Manometer noted to be stuck at 80cm of pressure and not returning to 0cm. Shut down and restart attempted and device alert light alarmed and "system error" was noted in monitoring screen. Ventilator removed from service and resident was placed on alternate ventilator. Ventilator recently to respiratory services for 10k pm and battery upgrade in 2009.